Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. According to the account, no further device alarms occurred following the reported respiratory arrest. The controller event log file contained events from 22aug2024 through 03sep2024, per the timestamps. Multiple low flow hazard alarms were captured on 01sep2024. Following these events, estimated flow recovered to the patient's baseline range. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure, infection, cardiac arrhythmia, and myocardial infarction. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the IFU and patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient returned to operating room on (B)(6)2024 for chest closure. On (B)(6)2024, the patient had low grade fever and was started on broad-spectrum antibiotics, sputum culture revealed mixed gram positive. Organism, and blood culture negative. The patient was re-intubated on (B)(6)2024 with respiratory distress, worsening fever, placed back on inotropic support, started intravenous (IV) vancomycin for pneumonia. Bronchoscopy was completed with confirmation of klebsiella pneumonia and IV merrem was started. Later on, (B)(6)2024, the patient began having low flow alarms and suffered pulseless electrical activity (pea) arrest requiring cardiopulmonary resuscitation (CPR) and epi. They went into rapid atrial fibrillation (afib) postcode and electrocardiogram (EKG) revealed possible anterolateral st-segment elevation myocardial infarction (stemi), heparin initiated for 24 hours and repeat EKG revealed complete resolution of st elevation. A computed tomography (CT) post code showed no evidence of left ventricular assist device (lvad) complication. The patient was eventually discharged to inpatient rehab on (B)(6)2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a respiratory arrest on (B)(6) 2024 and received chest compressions. Log files captured a sudden drop in flow with several low flow events on (B)(6) 2024 at 07:46 through 07:53 with flow noted as low as 1.2 lpm. Flow returned back to a baseline value of 4+ lpm range after these events. Pulsatility index (pi) values during these low flow events were elevated.